Event description:
A distributor in denmark reported a customer experiencing a malfunction with their insulin pump, indicated by malfunction code 5-0x2147. The pump was not resettable, necessitating replacement. There was no reported adverse impact on the customer's blood glucose level. Technical support instructed the customer to return the defective pump and arranged delivery for a replacement pump under warranty. No further details regarding the customer's backup therapy.